Event description:
Philips received a complaint from the customer, reporting that the heater bracket was cracked, and was not holding the heater to the stand. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the heater bracket was cracked and was not holding the heater to the stand. A replacement humidifier bracket was ordered by the customer. The investigation is ongoing.

Manufacturer narrative:
The customer reported that the brackets were replaced, and the issue was resolved.